Event description:
On 18-sep-2025, the user reported elevated blood glucose (bg) after announcing a ¿usual¿ breakfast instead of ¿less than¿ and eating additional carbohydrates. Bg rose to 371 mg/dl and remained above 300 mg/dl for about an hour. The agent discussed proper meal announcement use and advised the user to consult their healthcare provider (hcp) about potential backup therapy. The highest blood glucose (bg) recorded was 371 mg/dl. Bg was corrected through supply change and possible backup therapy. The user's reported symptoms during the event included frequent urination and a sensation of sugar in the urine. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.